Event description:
Consumer advised that the chair will intermittently veer in different directions than what was intended which causes the user to run into objects in her home. Consumer did not advise the provider of any property damage or injury as a result of this issue.